Manufacturer narrative:
Isi has received the instrument involved with this complaint and completed investigations. Failure analysis investigations did not replicate or confirm the customer reported complaint of an arcing event. No physical damage was found. The instrument passed electrical continuity testing. The instrument passed energy delivery with no issues. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. No related system errors were found to have occurred during the surgical procedure. The two other da vinci energy instruments used during the surgical procedure, a replacement mcs instrument and a maryland bipolar forceps instrument, have been used in subsequent surgical procedures with no reported issues. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the site claimed that electrical energy possibly arced from the mcs instrument which allegedly caused a burn injury to the patient's bowel. However, the mcs instrument was returned to isi and evaluated, and no trouble was found. Therefore, at this time, the root cause of the bowel injury is unknown.

Event description:
It was reported that during a planned da vinci-assisted sacrocolpopexy and hysterectomy procedure, a monopolar curved scissors (mcs) instrument allegedly arced electrical energy and a burn injury was noticed on the patient's bowel. According to the initial reporter, the surgeon was nowhere near the bowel during the case. On (B)(6) 2016, intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information regarding the reported event: she was present during the surgical procedure. After the surgeon had dissected away the patient's uterus, he suspended the uterus supra-cervically in order to cut the specimen in half. The initial reporter explained that the uterus was too big and needed to be cut in half in preparation for morcellation. During this process, the surgeon noticed a burn injury on the patient's bowel. A general surgeon was then consulted. The general surgeon resected the portion of the bowel that had the burn injury. The initial reporter clarified that a complete bowel resection was not performed and only the location of the burn injury was removed. Due to the bowel injury and resection, the surgeon made the decision to cancel the planned sacrocolpopexy procedure. The surgeon did not feel comfortable about applying mesh around the area by the bowel injury and resection. The hysterectomy procedure was completed and the patient was discharged on an unspecified date. To her knowledge, no post-operative complications have been reported. The initial reporter stated that the surgeon does not definitively know what caused the bowel injury. The site however suspects that the mcs instrument possibly arced electrical energy and caused the bowel injury. The initial reporter explained that during the surgical procedure, the mcs instrument had issues with coagulation. As a result, the surgical staff initially replaced the energy cord connected to the mcs instrument. The initial reporter indicated that this helped a little bit. However, due to the continued issues with coagulation, the surgical staff replaced the mcs instrument. The initial reporter indicated that this helped a little bit. According to the initial reporter, no damage or evidence of arcing was found on any of the instruments used during the surgical procedure. She stated that the mcs tip cover accessories used on both mcs instruments were inspected after the burn injury was identified and no evidence of arcing was found.